Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was returned and evaluated at the distributor. The reported problem (connector damaged, asystole event, service code 204) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The cause of the service code and asystole events was the intermittent electrode belt connection with the monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that electrode belt sn (B)(4) had a damaged connector and was producing service code 204 (belt/monitor unusable) and false asystole detections.